Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to thin skin that hurts when sitting back on anything. The patient underwent a revision procedure wherein the ipg was relocated to the upper left buttock. The patient was doing well postoperatively. The device remains implanted.